Event description:
On (B)(6) 2015, the reporter contacted animas and alleged on an unspecified date, that the patient experienced a blood glucose of 300 mg/dl with confusion associated with an inaccurate delivery issue. Reportedly, the patient discontinued pump therapy. During troubleshooting with customer technical support, it was reported that the display screen was so dim that the patient was unsure if they were receiving any insulin. Troubleshooting was unable to be completed at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.